Event description:
Upon further investigation, it has been determined that the debris is the sterile packaging meets the acceptable criteria specifications. This event is no longer considered reportable. Therefore, the initial report should be voided.

Manufacturer narrative:
Reported event was confirmed with product return. Visual evaluation of the returned product identified that a part of the tyvek has been peeled off; there is proper adhesive transfer on the tyvek indicating that it was properly sealed during manufacturing. Review of the device history records identified no deviations or anomalies during manufacturing. The product was likely conforming when it left zimmer biomet control. A definitive root cause cannot be determined. Upon investigation, it has been determined that the packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
UDI # (B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon inspection in the warehouse, a team member found that the tyvek seal of the sterile package was partially peeled off. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.